Event description:
The result for two samples indicated a negative toxo igm result as compared to positive results from ifa igm and a different device. Issue is still being investigated.

Manufacturer narrative:
Device evaluation and investigation ongoing.